Event description:
Doctor started to use the reusable 10mm non-absorbable polymer ligaclip. Once the applier was down through the port, the clip popped off of the applier. Two attempts to pull it out through the port were unsuccessful. Doctor chose not to make a third attempt, and left the clip in the abdomen.